Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified vessel. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure.